Event description:
It was reported that there was a leak at the connection between a transfer set and a catheter. This occurred during dwell two of five on the homechoice. The patient was connected at the time of the event. During troubleshooting, the patient¿s nurse stated that the connection between the transfer set and the catheter was not tight enough. The nurse further stated that they were able to resolve the issue. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.